Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number: no further information is available. No further information will be provided. No product is available for return.

Event description:
It was reported by a sales rep that, after an unknown surgery, when trying to suck with 100 ml reservoir, suction could not be done. Another 100 ml reservoir was used but suction could not be done. Further details are not provided from the hp. No sample will be returned. There were no adverse consequences to the patient. Affiliate reference number is (B)(4).